Event description:
A customer reported encountering cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing detailed instructions on how to reset the pump, and after the reset, the cgm error code did not reappear. The customer successfully initiated a new sensor session.